Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Access was obtained through the right femoral artery. The 70% de novo lesion was located in a moderately tortuous and mildly calcified common iliac artery/external iliac artery. The physician placed two stents in an overlapping fashion, a smart 9 x 40mm stent was placed proximally and an express ld 9 x 40mm was placed distally within the lesion site. The physician advanced the 8.0mm x 20mm x 80 wanda balloon to the lesion for post dilatation and upon the first inflation, to 8atms the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).